Event description:
It was reported that the customer experienced low blood glucose levels for five months. The customer was unaware of the cause of her low blood glucose even after speaking with her healthcare provider multiple times. The customer's blood glucose was 50 mg/dl previously. The customer stated that she had overtreated herself thus causing the low blood glucose. The customer's blood glucose at the time of the call was 417 mg/dl. Troubleshooting was done. The customer confirmed that the drive support cap appeared normal. The customer did not receive any relevant alarms since the low blood glucose began. Advised customer to monitor the insulin pump and call back if issues persisted. The insulin pump had brown discoloration on the insulin pump under the battery wires. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Advised a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.